Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately two shocks in two different episodes. Review with the health care provider is pending. Device remains in service. No further adverse patient effects were reported.